Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a 40-year-old female patient who had essure (batch no. 628145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, nephrolithiasis, migraine, dysmenorrhea, nausea and rhinitis. Concurrent conditions included asthma. Concomitant products included cetirizine, cetirizine hydrochloride (zyrtec allergy), estradiol, ethinylestradiol;norethisterone acetate (loestrin), fluticasone, medroxyprogesterone acetate (depo provera), norgestimate, nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: dperession and mentalanguish"), anxiety ("psychological or psychiatric problems condition: dperession and mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced pelvic pain ("physical pain /pain"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 8 years 7 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, depression, anxiety and migraine outcome was unknown, the pelvic pain was resolving and the dyspareunia, menorrhagia, vaginal haemorrhage, dysmenorrhoea and vaginal discharge had resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6)2017: findings: uterus: the uterus measures 8.8 x 5.2 x 6 cm. Small hypoechoic lesion within the uterine fundus measuring 1.4 x 1.2 x 1.1 cm, similar to prior exam and representing a small fundal leiomyoma endometrial stripe: 12 mm. The endometrial stripe has smooth, regular contours. Right ovary: volume of 8.7 ml. Measures 3.1 x 2.1 x 2.6 cm. Anechoic cyst with thin walls and some posterior acoustic enhancement, measuring 3.5 x 1.9 x 2.5 cm. Left ovary: volume of 8 ml. Measures 2.9 x 2.3 x 2.3 cm. Incidental note made of corpus luteum. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: plaintiff fact sheet received. Events per pfs: dysmenorrhea (cramping), migraines / headaches, vaginal discharge. Outcome for events abnormal bleeding, cramping, dyspareunia and vaginal discharge were resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a 40-year-old female patient who had essure (batch no. 628145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, nephrolithiasis, migraine, dysmenorrhea, nausea and rhinitis. Concomitant products included cetirizine, cetirizine hydrochloride (zyrtec allergy), estradiol, ethinylestradiol;norethisterone acetate (loestrin), fluticasone, medroxyprogesterone acetate (depo provera), norgestimate, nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression and mentalanguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). In september 2009, the patient experienced pelvic pain ("physical pain /pain"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 8 years 7 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, dyspareunia, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2017: findings: uterus: the uterus measures 8.8 x 5.2 x 6 cm. Small hypoechoic lesion within the uterine fundus measuring 1.4 x 1.2 x 1.1 cm, similar to prior exam and representing a small fundal leiomyoma endometrial stripe: 12 mm. The endometrial stripe has smooth, regular contours. Right ovary: volume of 8.7 ml. Measures 3.1 x 2.1 x 2.6 cm. Anechoic cyst with thin walls and some posterior acoustic enhancement, measuring 3.5 x 1.9 x 2.5 cm. Left ovary: volume of 8 ml. Measures 2.9 x 2.3 x 2.3 cm. Incidental note made of corpus luteum.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a (B)(6) female patient who had essure (batch no. 628145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, nephrolithiasis, migraine, dysmenorrhea, nausea and rhinitis. Concomitant products included cetirizine, cetirizine hydrochloride (zyrtec allergy), estradiol, ethinylestradiol;norethisterone acetate (loestrin), fluticasone, medroxyprogesterone acetate (depo provera), norgestimate, nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). In (B)(6) 2009, the patient experienced pelvic pain ("physical pain /pain"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 8 years 7 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, dyspareunia, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2017: findings: uterus: the uterus measures 8.8 x 5.2 x 6 cm. Small hypoechoic lesion within the uterine fundus measuring 1.4 x 1.2 x 1.1 cm, similar to prior exam and representing a small fundal leiomyoma endometrial stripe: 12 mm. The endometrial stripe has smooth, regular contours. Right. Ovary: volume of 8.7 ml. Measures 3.1 x 2.1 x 2.6 cm. Anechoic cyst with thin walls. And some posterior acoustic enhancement, measuring 3.5 x 1.9 x 2.5 cm. Left ovary: volume of 8 ml. Measures 2.9 x 2.3 x 2.3 cm. Incidental note made of corpus luteum. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs and mr received. Case become incident. Aka name added, reporter added, lot number added, patient demographic added, essure removal date added, product indication updated. Events added- device breakage, abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, dyspareunia (painful sexual intercourse). Events outcome updated, events onset date, events severity, concomitant drug, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.